Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: software: sw, app, 9735762, stealth, s8, app, software version: 1.2.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery. It was reported that after registration the surgeon was accurate on bony structures but 2-3mm inaccurate inferior on soft tissue and the nasal floor. This was acceptable to the surgeon and they continued the case. The inaccuracy was seen across all instruments. It was reported that typically patients take their scans one day before the surgery. There was a procedure delay of less than one hour and no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided. It was reported that some treatment prior to the procedure could have altered the structure of the nose to be different from the scan which was previously taken. Treatments performed before the surgery include nasal packing, intubation, and administration of anesthesia.

Manufacturer narrative:
H3: a software analysis was initiated to determine the probable cause of the issue. Analysis found that archives, snapshots and video were reviewed but provided insufficient information to determine root cause of the reported behavior. The issue might be because of the software tool used to measure end of soft tissue boundary in a CT exam . In the description it states that the surgeon felt "accurate on bony structures" but has complaint against soft tissue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.